Event description:
While shopping at the supermarket, pt encountered a display of latex balloons decorating the bakery section. Shortly after walking within 20 feet of them, pt suffered an allergic reaction including hives, a mild asthma attack, generalized itching, swelling of lips and tongue and abdominal cramping. Pt immediately left the store and followed their standing orders from their allergist to take large doses of benadryl, prednisone and use their epi-pen. This stopped the immediate symptoms but 4 days later pt is still having problems with all over itching, hives, and shortness of breath. The store manager has failed to return the phonecall pt placed in 2004.